Event description:
A nurse reported the 25g probe got stuck to the trocar during surgery, and it was hard to remove from the eye. They had to remove trocars from both sides, and do the 2500 vitrectomy with sutures instead. The pt had a vitreous hemorrhage. The probe sample was returned for eval. Additional info has been requested.

Manufacturer narrative:
A 25g probe was received for eval. Investigation and root cause analysis is in progress. The customer was contacted by phone on 11/16/06 and 11/3/06. Questionnaires were sent on 10/17/06, and again on 11/3/06. No add'l info has been received to date.